Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was performed which revealed the tubing was separated form the male luer. It was observed that there was an excess of solvent in the tubing in the circumference of the tube. The others components were correctly placed and according to specifications. The reported condition was verified during initial inspection. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked during a patient infusion. The reporter stated that the "IV tubing broke off the tube" (further clarified as the tubing separated from the connector component). There was no patient injury or medical intervention or association with this event. No additional information is available.